Event description:
It was reported that the ventricular capture management (vcm) has been "erratic". It was noted there was high threshold measured on the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5076-52 implantable pacing lead implanted: 2012-(B)(6), 5568 implantable pacing lead implanted: 2012-(B)(6). (B)(4).